Event description:
It was reported that the patient was experiencing an increase in seizures and medication was increased as a response. It was also reported that the patient was experiencing increased respiratory rate every time the vns activated (from 17-21 to 24-28/minute), as well as increased heart rate with autostimulation. The autostimulation mode was disabled as a result. Further information was received that the increased respiratory rate was later reassessed on a recording ECG and the prior increased respiratory rate could not be replicated. X-ray imaging was performed, and the physician stated no visible issues were seen. X-rays have been received by the manufacturer but not reviewed to date. No surgical intervention has occurred to date. No additional relevant information has been received to date

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received. Per the physician, the seizures are above pre-vns level. The believe cause of the increase in seizures is related to external factors (not related to vns): "most likely intercurrent infection, urosepsis, confirmed parainfluenza pneumonia but had been increasing in the absence of these factors and we have recently switched from cbd to fenfluramine." The physician states that the respiratory rate was not linked to vns activation. There was also no relationship between episodes of bradycardia and hypotension activation of the vns. X-rays were reviewed. The x-rays were provided after a report of increased seizures, painful stimulation, hyperventilation and arrythmia. Generator placement was observed to be in accordance with labeling, with the generator sitting around rib 4. Based on the images provided, the feedthrough wires were intact, but the lead pin cannot be fully determined to be fully inserted as the end of the pin cannot fully be seen from the angle of the images. The entire portion of the lead could not be visualized, but a strain relief bend is present however no strain relief loop is present. The strain relief bend is placed per labeling. Tie-downs are visible, placed in accordance with labeling. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of the adverse events could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.